Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A temporary lead was placed until the lead could be replaced.

Event description:
It was reported that the patient presented to the hospital experiencing pre-syncopal episodes. The lead exhibited loss of capture. A temporary lead was placed until the lead could be replaced.